Event description:
The customer reported that the insulin pump had failure when he changed his infusion set something occurred where the insulin pump emptied the entire reservoir. Customer stated he had low blood glucose all day. After eating all day, the insulin pump did not alarm and reading was 100-126 but his blood glucose was over 400 mg/dl. Customer stated at night readings will be low 50's but his blood glucose reading was 126 mg/dl. Customer blood glucose went down to 36 mg/dl. Customer declined troubleshooting. Customer does not want insulin pump replacement. Customer was advised to calibrate 3-4 times a day. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.